Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 15th and 16th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. Image analysis summary: images show the reported lesion in the lad. Images show a severely diseased proximal rca. A balloon is delivered to the lesion in the lad and inflated. The images then show deployment of a stent at the lesion in the lad. There were no images showing the delivery of the stent. There were no images capturing the reported stent deformation. Following stent placement, the lesion in the lad is resolved. The proximal circumflex shows a narrow lesion proximal to a previously deployed stent. A balloon is delivered to the lesion and inflated. Images show the narrow lesion in the proximal circumflex to be resolved. The rca is treated with a balloon that is inflated in the proximal vessel. Following use of the balloon to dilate the lesion a contrast image shows good flow with some residual disease in the proximal vessel and the procedure is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a severely tortuous lesion exhibiting 99% stenosis in the left anterior descending artery. The device was inspected with no issues noted. Negative prep was performed with no issue. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent deformed in vivo during positioning. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy. The patient is alive with no injury.